Event description:
Unomedical reference number (B)(4). Event occurred in the united states, on 11-may-2024, it was reported that the patient experience that the 1 infusion set were fell off during use and the infusion set is long for 2 & half days. No further information available.